Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 46-47 mg/dl. The cause for the reported issue was unknown. The customer consumed carbohydrates to address the low bg. Low bg event occurred in the past, therefore troubleshooting with tandem technical support was unable to be completed. Recommendation was made to consult with healthcare provider regarding diabetes management.